Manufacturer narrative:
The pump was received with a 1.682 v (aaa) duracell alkaline battery installed. The (aaa) duracell alkaline battery removes properly from the battery compartment noted. The pump was also received with a battery cap. No cracked/damaged battery cap/battery cap contact missing/damaged noted during visual inspection. The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08710 inches. The pump was monitored with a test aa battery and the test battery removes properly from the battery compartment noted. The pump was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 02/08/2025 to 03/31/2025. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the customer's event date of 01-apr-2025. On the ss event date of 31-mar-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the ss event date of 31-mar-2025 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week prior to the ss event date of 31-mar-2025 and customer's event date of 01-apr-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: (B)(6) 2025 15:46:00.000. Sensorexpiredalert (794) was found on: (B)(6) 2025 15:15:42.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was found on: (B)(6) 2025 08:45:05.000. (B)(6) 2025 08:55:00.000. Power loss alarm was found on: (B)(6) 2025 09:04:25.000. (B)(6) 2025 09:04:33.000. Pump error 23 alarm was found on: (B)(6) 2025 15:15:42.000. Insert battery alarm was expected since the battery was removed from the pump. Pump error 23 alarm and power loss alarm were expected since the battery was removed for more than 10 minutes. No unexpected battery related alarms/alerts, pump error 23 alarm and power loss alarm noted during testing. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.29 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for blank display, battery cap broken/cracked/damaged and battery cap contact missing/damaged were not confirmed. Cosmetic damage at the battery tube threads was not confirmed, however, other cosmetic damage was noted during analysis. Customer alleged for battery is stuck in the pump and they can not remove the battery was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the battery was stuck in the insulin pump and customer could not remove the battery and battery tube threads was damaged. The customer reported blood glucose value of 500 mg/dl. The customer experienced hyperglycemia and diabetic ketoacidosis with symptoms of confusion. Customer was admitted to emergency room and was admitted to the hospital for treatment. The event involved product(s) mmt-332a, mmt-1884, unomedical. Troubleshooting was performed and customer told that damage was affecting the pump functionality. The customer was not using the pump for 48 hour before the reported event. The customer was using the auto mode/smartguard feature at the time of the event was unknown. No further patient complications were reported. No product return is required for mmt-332a. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.